Manufacturer narrative:
Through follow up communication livanova deutschland learned that the information included in the initial reporter name and adress section was not the correct one. The initial reporter name and adress has been updated with the correct data of the initial reporter.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative investigated the issue and traced the failure back to the patient pump 2. He found out that the pump was stuck and it was hard to be rotated manually. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.